Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2021). Device pending return.

Event description:
It was reported that during preparation of the device the catheter allegedly broken. It was further reported that allegedly abnormal leak identified. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one x port isp, one groshong catheter, flushing connector, introducer needle, vein pick, guidewire in a guidewire hoop, introducer peel-apart sheath and vessel dilator, tunneler and two catheter locks were returned for evaluation. Gross visual testing was performed. The investigation is confirmed for the reported catheter break and leak issues, as a split was noted on the distal end of the catheter. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of the device the catheter allegedly broken. It was further reported that allegedly abnormal leak identified. There was no patient contact.

Event description:
It was reported that during preparation of the procedure, the catheter allegedly broken. It was further reported that abnormal leak was identified. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one x port isp, one groshong catheter, flushing connector, introducer needle, vein pick, guidewire in a guidewire hoop, introducer peel-apart sheath and vessel dilator, tunneler and two catheter locks were returned for evaluation. Gross visual testing was performed. The investigation is unconfirmed for the reported catheter break and leak issues, as no evidence of fracture or leak were identified during sample evaluation except the three way valve split on the groshong catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, kit, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, kit, 8f products are identified in d2 and g4. H10: d4 (expiry date: 12/2021), g3. H11: b5, e3, d4 (medical device catalog number), h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.